Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited back-up vvi operation. The patient was in ICU for reasons unrelated to the device. No medical intervention or patient symptoms were reported.